Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with unspecified antibiotics (dose and frequency not reported) in the solution bag. The cause of the peritonitis was a breach in aseptic technique further described as poor aseptic technique and did not wear a mask. On an unknown date, the patient was hospitalized for 4-5 days for the peritonitis event. On an unreported date, the patient was retrained on aseptic technique. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in " the beginning of (B)(6) 2013". The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.